Manufacturer narrative:
(B)(4). The analysis of the returned device found the holder shaft was broken approximately 1-1/2 inches from the handle and there were clamp marks where the shaft was broken. There was a minor bend set on the holder shaft that was exposed at the proximal end of the guide. Since the needles were not returned, the reported resistance/failure to backdown the needles and holder shaft could not be verified or confirmed. The needle slots and suture ports appeared normal. There was a needle strike mark on the barrel face. The evidence of needle strike mark on the barrel face suggested that the needle might have been deflected by an unidentified cause. Deploying the device at an angle greater than 45 degrees, or the patient anatomical condition such as obesity or calcification/scarring of the site can deflect the needles. Reportedly, during needle deployment, the device was held at a 80-90 degree angle and a needle miss occurred. Per the instructions for use, do not insert the device into the femoral artery at an angle greater than 45 degrees to the longitudinal plane. The probable cause for the needle strike mark on the barrel face is related to user error for not following the devices instructions for use. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that a physician trained in the use of the prostar xl attempted arteriotomy closure of the mildly calcified common femoral artery after an interventional procedure. Reportedly, during needle deployment, holding the device at a 80-90 degree angle, a needle miss occurred. While using the back-down technique with a clamp, slight force was used to push down the shaft of the handle pull rod and it kinked 2-3 cm below the handle. As more force was applied, the shaft of the pull rod broke in the same area of the kink. However, all four needles were retracted. The device was removed and another prostar xl was inserted. The device was held again at a 80-90 degree angle and after deploying the needles 2 cm, resistance was felt. The device was removed. A third prostar xl was held at the correct angle and was deployed successfully. A control angiogram was taken confirming the puncture site was closed and there was no bleeding. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device coding: (B)(4) - failure to follow steps/instructions for use (incorrect angle during insertion/deployment) the second prostar xl indicated is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.